Manufacturer narrative:
Product analysis: at analysis the stated reason for return was confirmed, the programmer was very slow while interrogating and only printed 1/8 on an inch at a time. The software pin was reconfigured, the device was cleaned and it passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the programmer's printer and surcharge alarm, and that the screen would lock during interrogations. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.